Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen bezel separated, rendering the display unusable and preventing normal operation; a photo of the damaged device was received and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.